Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported that the patient started having withdrawal symptoms recently, so they brought the patient in to check the pump. It was considered a sudden change in therapy/symptoms. The programmer showed approximately 10 ml remaining. The hcp tried to aspirate it and got nothing. When they went to fill it, it would only accept about 10 ml. A lateral x-ray view of the pump was taken and the bellows looked fully expanded. The hcp did not take an image after they aspirated everything they could out of the pump. The representative wasn't aware of any potential hyperbaric treatment, falls, or trauma to the pump area. The event date was stated as (B)(6) 2017 (likely only a day or two ago as of (B)(6) 2017). The date for the refill issue was (B)(6) 2017. The representative thought there was baclofen in the pump, but was not sure. The hcp was contemplating replacing the patient¿s pump because they were only able to aspirate and fill with 10 cc of drug. It was stated that the hcp did not trust the pump now. The representative sent in copies of fluoroscopy images that appear to show the bellows fully expanded. The hcp was likely going to refill the pump when about 10 ml¿s have infused. Additional information was received on (B)(6) 2017, the representative was working with the hcp to help him make a decision on what to do with the pump. The hcp was going to observe the patient in one week (as of (B)(6) 2017) to see if there were any volume discrepancies again on that day. The pump had been reduced to a (B)(4) rate of its original rate. The patient had been supplemented with oral baclofen at this time. The hcp would be making a decision in the next 24 hours (as of (B)(6) 2017) if he would proceed with a pump replacement or other intervention. There were no further complications reported or anticipated.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The cause of the inability to aspirate and fill the pump was unknown. It was stated that no damage was noted and would be determined at analysis hopefully. The inability to aspirate and fill had not been resolved. The patient's weight on (B)(6) 2017 was (B)(6). The date of the pump replacement was to be determined. The pump would be returned for analysis following pump replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jun-29. It was stated that the patient still had an infection in her lungs and that the surgery was to be scheduled.